Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited gradually increasing/high pacing threshold measurements. During a device replacement for normal battery depletion the physician elected to explant the lv lead. Implant of a new lv lead was attempted but unsuccessful due to poor lead stability and inability to obtain optimal measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned severed in 2 segments with a portion missing and evidence of electrocautery damage to the lead insulation. Dried blood/body fluid was noted within the lead lumen and an extracting stylet stuck within the tip segment. Continuity testing was performed and the lead segments confirmed electrically continuous. An x-ray of the lead found no anomalies. Laboratory analysis was unable confirm the reported clinical observations of high pacing thresholds.